Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, found the sensor had a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had issues with the sensor. The insulin pump alarmed sensor error. When the customer removed the sensor she noticed the cannula looked to be split apart. She had an issue removing the needled hub from the site. Customer's blood glucose level was 149 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.